Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup mode following a magnetic resonance imaging (MRI) scan. A device download was performed to resolve the event and the patient was stable with no consequences.